Manufacturer narrative:
Correction: section a: a2: patient's age added as it was omitted from the initial submission. Section b: b1: product problem selected as it was not selected on the initial submission. B2: required intervention to prevent permanente impairment/ damage device selected as it was not selected on the initial submission. B3: date of event was updated to (B)(6) 2016. Section d: d4: unique identifier (UDI) # added as it was omitted from the initial submission. D7: explant date add as it was omitted from the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: as the complaint cannot be duplicated, and there were no nonconformities identified. Returned sample(s)/ device inspected results: the returned implant was visually inspected and verified to be an inclusive tapered implant 5.2 x 11.5 mm implant using the radiographic template. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as package. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported that the implant failed to osseointegrate and fell out. The device is current being processed for evaluation and investigation. More results will be available upon completion of the investigation. The DHR was reviewed based on the lot number provided and no discrepancies were noted in any on the processes related to manufacture of the implant. Also, failure to osseointegrate is a well documented inherent risk of the procedure and is not caused by the implant itself. No abnormality was observed with the implant itself.

Event description:
The dentist reported that the implant fell out of the patient's mouth. Upon follow up, it was stated the patient had teeth#19 and 30 extracted on (B)(6) 2016 and had 2 implants placed immediately after. The implants were then simultaneously grafted after placement. The patient later experienced pain and had the implants failed to osseointegrate and fell out on (B)(6) 2016. The patient came into the doctor's office on (B)(6) 2016 and received a graft and the patient is planned to receive a replacement implant in 3 months. The patient is reported to be doing "fine" and no abnormalities were noted with the implant itself. Also, the patient is reported to be diabetic with type 2 bone.